Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the patient¿s blood pressure dropped and they experienced confusion. The lead was noted to be difficult to place. It was also noted that after being repositioned several times the lead helix did not extend. The lead was not used, and another lead was placed. No further patient complications have been reported as a result of this event.